Manufacturer narrative:
Patient weight is unknown. The exact date of plate breakage is unknown; however, the issue was reportedly discovered in (B)(6) 2013. (B)(4). Date of explant procedure is unknown. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: january 13, 2012 - expiry date: january 1, 2022. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a titanium locking compression distal femur plate broke post-operatively. The breakage reportedly occurred in (B)(6) 2013, which was about six (6) months after the initial implant procedure. No additional information regarding the case and/or revision is available. This report is 1 of 1 for (B)(4).